Event description:
The lead, contacts 1 and 2, did not fit through the cannula. The doctor felt it was out of specification. Additional information has been requested.

Manufacturer narrative:
Final device analysis for the lead revealed the distal end was bent. It was new out of the box. Continued from concomitant medical products: cable model 3550-68 lot# unk implanted: na explanted: na.